Event description:
(B)(4). Migraines, joint pain, no energy, moody ness, hair loss, weight gain, depression, skin rash, periods so bad I have missed work and lost jobs because of them being so bad I have to stay at home.